Event description:
It was reported that a spectrum iq infusion pump turned off during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'low battery and turn off' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The unit was tested on battery mode, and it was turn "off" improperly. The reported condition was verified. The cause of the condition was determined to be a failed wireless battery module (wbm). The wbm requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.